Event description:
It was reported that the patient went into the hospital and while he was there he had a MRI done. The patient's wife gave them his ID card and asked them to call the manufacturer. The patient did not think the hospital called the manufacturer for guidelines and he thought that since the MRI the interstim was not functioning correctly and was not working. Since the MRI, the patient was not able to make it to the bathroom in time and that had never happened to him before. The MRI was a couple of weeks ago and was done of the head. The MRI was not related to the manufacturer's device/ therapy. The hospitalization was also not related to the manufacturer's device/ therapy. The patient verified stim was currently on. The patient was on program 3 at 0.8. The patient did feel stim but it was not controlling his symptoms. Return of symptoms was noted. The patient wanted to change to another program. The doctor had given him permission to change programs. The patient changed program to program 4 and wanted to leave the setting at 0.8. The patient planned to continue to track his symptoms. The patient planned to call the doctor for direction on how long to leave on current setting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).